Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). A device history record (DHR) review was performed on part # 422.258, lot # 9445592: manufacturing location: (B)(4), manufacturing date: 20 april 2015: no non conformance reports (ncrs) were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a distal femur locking compression plate (lcp-df) was implanted on (B)(6) 2016. Since the fracture did not heal, the early load on the lower limb caused the plate breakage. Revision surgery was performed. No information available about patient condition and outcome. Concomitant medical products: unknown screw (part, lot and quantity unknown). This report is for one (1) ti lcp(tm) distal femur plate 13 holes/316mm-right. This is report 1 of 1 for complaint (B)(4).